Manufacturer narrative:
The technician found the knee down switch on the left caregiver board was activating on its own due to fluid ingress. The technician replaced the left caregiver board to repair the bed.

Event description:
Information received indicates the motor is running on its own. No unintentional movement.